Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an itchy skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned the area and applied aquaphor for the skin irritation. Follow up indicated that the skin irritation improved.